Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 400 mg/dl and ketones identified as dangerous by a healthcare professional; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. Customer was released 02/17/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.